Event description:
It was reported to philips that the device has a power supply-battery charger fault. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device has a power supply-battery charger fault. The field service engineer (fse) found that the ac power module needs to be replaced to fix device. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.